Event description:
On (B)(6) 2020 patient had percutaneous endoscopic gastrostomy tube placed. Per the surgeon's op note: "under endoscopic visualization 3 t-fasteners were placed percutaneously securing the anterior gastric wall against the intra-abdominal wall. A 1 cm incision was created between these fasteners and carried on down to the rectus fascia. An 18-gauge needle was placed through his incision followed by j-wire zing seldinger technique. Large dilator and sheath was passed over the wire. The wire and the dilator was removed leaving the sheath in place. 18 french g-tube was advanced through the sheath and the balloon was inflated with 10 cc of saline and brought back against the anterior abdominal wall. The g-tube was placed to straight drain." Once he was tolerating tube feedings, he was discharged home from the hospital, (B)(6) 2020. On (B)(6) 2020, patient woke up that morning with llq (left lower quadrant) abdominal pain. G-tube was flushed (unknown amount)and he felt somewhat better. But then after a nap, he awoke in excruciating pain in his left abdomen with radiation up to the left shoulder. In the ed CT showed: "malpositioned displaced g tube (extraluminal) with mild loculated abdominopelvic fluid and several foci of gas adjacent to the stomach." G tube was intact through the abd wall, but was not in the stomach. Taken to operating room (B)(6) 2020, t fasteners had been removed a couple days prior to this. Surgeon found "a hole/perforation of the posterior stomach along the greater curvature. There was also some purulent fluid in the abdominal cavity." The old g-tube was removed; it only had about 1 cc of fluid left in the balloon. The surgeon then tested the balloon by inserting additional saline, and a leak was not immediately seen. (Afterwards, in speaking with the surgeon who placed the original g-tube, and the surgeon who placed the replacement g-tube, they both feel that there was a slow leak in the balloon that is not visible to the naked eye). Surgeon then placed a new g-tube and two pursestring silk sutures. On (B)(6) 2020, patient tolerated tube feeds and being discharged home.